Manufacturer narrative:
The device was not returned to the MFR for evaluation. The device history review for both provided lots showed nothing related to this incident.

Event description:
A "hernia" appeared 3 days after catheter placement at the proximal extremity of the device. The "hernia" remained 17 days and then the catheter broke at the limit of the "hernia" the catheter was removed.